Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but unavailable: it was reported that the event date is november 16, 2022, and the alert date is june 25, 2025. Could you please provide a justification for this variance in the timing of the report related to this file? Loc just received the complaint from hospital in june 2025. Were there patient consequences? If yes, please explain. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. During the procedure, suture was used to suture the uterus and wound during the surgery. However, the problem of pulling off suture needle happened during the suturing process. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.